Event description:
Reporter indicated a patient was hospitalized for increased seizures. The cause of the seizure increase and the level of the seizure increase were unknown as the patient was new to the reporter. While the patient was hospitalized, the reporter was unable to interrogate the patient's vns due to suspected electromagnetic interference from the hospital equipment. The reporter confirmed the programming system was able to interrogate other vns patients successfully. The reporter does not feel there is a malfunction with the generator, and agrees that the hospital equipment was likely causing the communication issues. The patient's seizures have improved after hospitalization and medication changes, and the patient is now at home. The reporter has not seen the patient since the hospitalization, but stated the patent's vns was able to be interrogated previously in (B)(6) 2012.